Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , the patient noticed the wearable was partially hanging off the skin after she got out of the shower and decided to remove the sensor. Upon removal of the sensor, a portion of the sensor wire remained attached to the sensor pod, and a portion of the sensor wire remained in the skin. On the same day, she consulted her doctor via phone and was advised to go into the clinic and have the wire removed. In the clinic, the physician numbed the insertion site area with local anesthetic medications (lanacane cream and lidocaine injection) and successfully removed the broken sensor wire from the skin using tweezers and provided post care treatment (applied unspecified antibiotic cream and a patch to the area). At the time of the report, the patient had pain at the insertion site. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).